Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had high blood glucose level of 490 mg/dl. Customer stated that the insulin pump was not going through the right screen so that they insert sensor hence she did not set her infusion set. The insulin pump will not be returned for analysis.